Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy for the t-wave oversensing, with the patient suspected of having atrial fibrillation (af) with rapid ventricular response (rvr) episode at the time. Technical services (ts) was consulted and discussed available programming options. The patient had their rate control medication adjusted. This device remains in service. No additional adverse patient effects were reported.